Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320122 batch no: 8205674. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the consumer stated two months ago she went to the doctor for a needle break in her stomach. Stated she was informed by the doctor, that there was no needle in her stomach. Consumer was not sure if needle broke. Stated she did experience some pain in the injection site. Stated during injection, she smells insulin, this happened twice and some of the insulin leaked into her hand. The date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer stated two months ago she went to the doctor for a needle break in her stomach. Stated she was informed by the doctor, that there was no needle in her stomach. Consumer was not sure if needle broke. Stated she did experience some pain in the injection site. Stated during injection, she smells insulin, this happened twice and some of the insulin leaked into her hand. Stated she does not re-use or pre-fill. Stated she does remove shield and outer cover before injection. Stated she does prime before use. Could not provide occurrence date, only that it happened two months ago. Discarded samples. Call ended abruptly, consumer said had another call coming through. Lot: 8205674, expiration date: 2023-08-31, item: 320122.